Manufacturer narrative:
Other, other text: b3: date of event is unknown; no information has been provided to date. One device was received with third party tamper seals applied. Per visual inspection, the top case was chipped in front left corner. Per event history/log review, travel course error - check clutch plunger lever. Functional testing was unable to replicate/duplicate the error. Check clutch plunger lever alarm noted in the history/log review was duplicated. The reported complaint was not confirmed. The most probable cause for the check clutch alarm was due to the leadscrew and clutch halves not operating as intended from customer use. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The leadscrew and both clutch halves were replaced as a preventive action. Replaced damaged top case, cracked right plunger case, left plunger case, plunger cam, plunger float, push block and right and left timing plates. Installed two missing liquid crystal display (lcd) spacers. Cleaned, greased, and calibrated the pump and performed all test which passed.

Event description:
It was reported that there was a "traverse coarse error". Patient involvement unknown.

Manufacturer narrative:
Additional information was provided in b3 (date of event).